Event description:
Clinic notes received indicated that the patient experienced petit mal seizure type spells. The patient was referred for generator replacement. The clinic notes indicated that the impedance level was normal and that the battery was near end of service. It was noted that the vns was functioning correctly. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator was discarded by the replacement facility.